Event description:
Dealer states, the chair is missing the right side wheellock and the right side bottom screw for the right side arm receiver. Dealer not aware how customer lost them. No injury reported.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.